Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2015 with the following findings: the pump would not power on due to moisture corrosion on multiple internal pump components. The complaint could not be investigated due to inability to power on the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting call service 078 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.